Event description:
A complaint was reported to boston scientific corporation on an escape retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the basket became tangled and lodged in the left ureter. The surgeon lasered the basket in order to free it from the ureter causing the it to break into pieces. All the pieces of the broken basket were retrieved from the patient; this was confirmed both visually and under x-ray. The patient's condition and if there were any complications as a result of this event are unknown. Attempts to obtain additional information were unsuccessful.